Event description:
A friend or family member of the patient reported the device is not working. The patient was having a "buzzing" feeling 2-3 months ago and they turned the therapy off about 2 months ago. The caller noted they will be traveling soon and they want to the therapy to work because the patient is running to the bathroom and patient is overweight and the caller doesn't want the patient to fall down running to the bathroom, so the caller wants the therapy to work. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.